Manufacturer narrative:
Product return was not received. Product return was requested. Full evaluation will occur upon receipt of returned product.

Event description:
Consumer contacted via social media and submitted a picture of a brush head with the oscillating disc missing. No injury was reported.